Event description:
Lead management case; where the physician was removing a dual coil bsx 0185 (implanted 2006) due to a cied system infection. The physician was entering the svc with the sls ii when the blood pressure dropped. A tee was used to observe a 1 cm tear in the posterior lateral wall of the svc. An emergent sternotomy was performed and the patient was placed on a pump for 3 minutes while the physician worked to control the bleeding. A primary repair of the svc was completed and the lead was extracted successfully. Patient was stable and discharged without further incident. (Note: actual event date reported as (B)(6) 2013, exact day unknown).